Manufacturer narrative:
E1 full event site name and telephone number included here due to character field limitations: (B)(6). A getinge field service engineer(fse) was not dispatched to evaluate the unit as evaluation and repair was completed by the customer. A getinge fse stated that the customer's machine is in normal use at the site. Thecustomer reported that the leakage was caused by the deformation of the sealing ring. Later, the customer replaced the deformed sealing ring with a new one and the problem has been solved. The customer stated that the helium cylinder consumption is now normal because a new sealing ring at the helium cylinder interface has been replaced. All functional and safety were checked to meet factory specifications performed by the customer.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) helium consumption in the helium cylinder is large during use. There was no patient harm.